Event description:
The oxygen catheter was being used as part of the im3.st bolt. The oxygen catheter had been inserted and in use for approximately two hours when the hospital staff noticed the oxygen valves were abnormal high readings. The oxygen catheter was removed and the air oxygen level was measured with high results. The oxygen catheter was replaced with a new one which functioned as desired. The user facility reported the oxygen catheter had not passed its due date, and was only opened prior to insertion. No medical intervention was rendered as a result of the high readings. The nursing staff and physician new that the readings were abnormally high and replacing the oxygen corrected this incident. No pt injury was reported.